Event description:
It was reported that the patient charges their implantable neurostimulator (ins)  every 3 days and the ins is usually at 50% when they start the charging session. 2 weeks ago when the caller went to charge the ins it was still at 90%. Caller continued to notice the ins was at 90% when starting a charging session. Caller said then they noticed the therapy was off. Caller said they never turned the therapy off and they didn't let the ins battery deplete. Caller said they were able to turn therapy on and they didn't see an service code or anything when they turned therapy on. Redirected caller to hcp to have the ins checked.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.